Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008k2 machine as a result of an issue with the blood pump and an unspecified alarm that was received. The customer reported that additional information regarding this issue is not available. The patient's estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury or required medical intervention. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008k2 machine as a result of an issue with the blood pump and an unspecified alarm that was received. The customer reported that additional information regarding this issue is not available. The patient's estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury or required medical intervention. No parts were returned to the manufacturer for physical evaluation.